Manufacturer narrative:
Other text: additional information received providing the following time of the incident: 11:00. Additionally, no alarms or unusual events noted during the incident. One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Review of the event history log of the pump found invalid syringe size. Device then underwent calibration verification testing, confirming the reported customer complaint. Customer was noted to have used an unapproved / non characterized prefilled 3ml syringe. According to syringe management on the device there is a selection for 3 ml syringe or 10 ml bd syringes. However, there is no selection in device program to select prefilled 3 ml flush syringe (same diameter as 10 ml syringe). Performed size verification: small qc slug= 0.256 " and large qc slug =1.264 calibrations are within manufacturing specifications. The problem source in this case was determined to be user interface.

Event description:
Information was received that during 12 tests on two infusion pumps, 0.65 mls were infused over one minute. Results show there is no volume discrepancy between the 3ml flush and the 10ml flush syringes but there is a big difference in what is being delivered verse what is being programmed- regardless of size for the flush syringes. During testing, alternated between using the intermittent med setting and the flush setting- results were off by 0.2-0.3 mls (regardless of syringe size). It was noted that if the prime button is used when setting up the medication and primed to 02 mls, pump was engaged-results only off by .01-.02 mls. But if no priming took place or only did a .1 ml prime, delivery was off by 0.2-0.3 ml. It was reported that the concern is that when using the built-in flush option, the prime function is not available-button does not work. No patient involvement.